Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Initial visual inspection noted body fluid in the lumen at the electrode tip. Both of the two conductor coils were stretched in some locations close to the electrode end as well as pushed together in other locations. Resistance tests were completed to assess lead electrical performance. Although the lead passed initial testing on both the anode and cathode conductor coils, it did not meet specifications when a 220 ohms electrical current was used. In addition, testing on the inner insulation also did not meet specifications. Detailed analysis of the lead was performed and revealed that the inner conductor coil was stretched and deformed at the electrode end. The inner insulation in this location was pulled back, causing direct contact between the inner cathode coil and the anode ring. Some of the identified damage (i.e., the inner coil being stretched and the inner insulation being pulled back, along with the stretched and compressed outer coil near the tip) appears consistent with the lead having been placed through a constricted area, likely tortuous patient anatomy, pulled with some force, and then released. The observation of direct contact between the inner cathode coil and anode ring would have affected sensing in the bipolar configuration but unipolar would not have been affected. Laboratory analysis was able to confirm the clinical observations.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, the initial measurements were taken in unipolar mode as requested by the physician. All measurements in unipolar were in normal range. The rv lead was then connected to the device that was programmed into bipolar sensing; however, there was no sensing noted in bipolar mode and the electrogram was not visible on the programmer screen. The configuration was changed to unipolar mode and there was normal sensing and capture noted. The rv lead was extracted and successfully replaced with an active fixation model. No adverse patient effects were reported.